Event description:
Failure code 599:720. Customer rpeorted there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during pt infusion.